Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's father that the insulin pump alarmed battery failure. The customer's father removed the battery, tested it and was fine. The customer's father stated he does not have the insulin pump with him at this time to troubleshoot. Advised customer's father to call back once the pump is present, so we are able to troubleshoot. The customer's blood glucose was 4.2mmol/l.